Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and mfg methods were used to produce this lot of materials. The root cause is that a force applied to tip segment exceed material strength causing the ro tip to fracture. Eval of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. The complaint sample is unavailable for analysis.

Event description:
Customer description: "after implantation of electrode in the left ventricle and removal of the sheath, an x-ray marker on the distal end of the sheath remained in the sinus coronarius; this is still visible there on the thoracic x-ray, 48 hours post-op. An acute danger to the pt is however not to be assumed." (B)(6).